Manufacturer narrative:
A fracture of the sensing coil was found at 6.0cm from the connector pin. This is consistent with the observation from the field of high pacing lead impedance.

Event description:
It was reported that the lead was explanted and replaced due to exit block and high, out of range pacing lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.